Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right ventricular (rv) lead's defibrillatory impedance was high.